Manufacturer narrative:
Sections with additional information as of 26-mar-2020: h6: updated FDA's method, result, and conclusion codes. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested and passed.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-62: user had poor technique. Note: manufacturer contacted customer in a follow-up call to ensure that the customer's condition improved - unable to establish contact with customer at this time. No product notification letter sent since no customer address on file.

Event description:
Consumer reported complaint for e-0 error code. Daughter-in-law is calling on behalf of the customer. At the time of the call the customer reported feeling dizzy when she gets up from her chair; customer stated that she has many health problems and was not sure if it was related to her diabetes. Medical attention was not needed at the time of the call. During the call, a blood test was performed by the customer fasting and produced test result of 161 mg/dl using meter. Customer is using improper testing technique. Customer was trained on the proper testing technique and is satisfied the products are working as intended. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 02/24/2021 and open vial date is 01/27/2020.